Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown plates: va-lcp distal humerus/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6) hospital. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with the va locking screw in question. When the screw in question was inserted into the third hole from the distal end of the va-dhp with a power tool, an unusual noise was heard. The image showed that the screw in question was inserted with a deflection. The sales rep guessed that the screw might interfere with another screw. The direction of the screw changed, so that the surgeon removed the screw. The screw in question was deformed, and it was replaced with a shorter screw. However, the screw hole was broken, and torque did not work. Therefore, a low-profile screw was used for surgery. The surgery was completed successfully without any surgical delay. There was no problem with implant fixation due to the use of an alternative. This report involves one unk - plates: va-lcp distal humerus. This is report 2 of 2 for (B)(4).